Manufacturer narrative:
This product has not been returned for analysis. If this product is returned and analysis is completed, this report will be updated upon completion of analysis.

Event description:
It was reported that this patient exhibited syncope. This lead was found to have been dislodged prior to the syncopal episode. This lead was then explanted and replaced. No additional adverse effects were reported.